Event description:
Literature: savoie ph. Lopez l. Simonin o. Et al. [Medium-term results (2 years) of radiofrequency (tuna) for lower urinary tract symptoms due to benign prostatic hyperplasia.] Prog urol. 2009; 19(7):501-6. Summary: this article presents the medium-term functional results of transurethral needle ablation to treat symptomatic benign prostatic hyperplasia (bph) resistant to medical treatment. Forty five pts were treated between 2002 and 2005, 27 were followed for more than 24 months. Pts were assessed preoperatively and then six and 24 months postoperatively. Reportable event: one pt required an additional transurethral needle ablation procedure between six and 24 months after the initial treatment. The initial treatment was considered to be a failure.